Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. The reservoir was previously removed due to renal transplant procedure. During the replacement surgery the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. No information was provided about the patient's outcome. It was further reported that the ipp was not functional due to the reservoir being removed previously. There were no device malfunctions associated with the explanted device. The patient was said to be healing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.